Event description:
It has been reported to hill-rom that the leg widening are not working. The customer states that she can hear the motor run but they do not move. No patient or caregiver impact.

Manufacturer narrative:
Replaced gear rack. Issue resolved.